Event description:
Factory analysis of a returned cpu pcb board revealed a component failure which may result in a watchdog timeout during normal ventilation operation which may result in the unit shutting down. If the ventilator shuts down during normal ventilation mode, an audible power fail alarm will activate.